Event description:
The pt reported the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in her right eye (od) in 2006. The pt has been experiencing glares and halos around lights and at night. Also has headaches behind the eyes. The facility reported at the post-op visit in 2009, the pt's bcva was 20/16. The icl remains implanted.

Manufacturer narrative:
Eval codes: method (other): lens work order search. Results (other) - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined.